Event description:
It was reported that during the implant, the chronically implanted right ventricular lead had non-physiologic noise sensed and oversensing. A new acute right ventricular lead was implanted, and the chronic right ventricular lead was capped. The acute right ventricular lead also showed non-physiologic noise and oversensing. The acute right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant, the chronically implanted right ventricular lead had non-physiologic noise sensed and oversensing. A new acute right ventricular lead was implanted and the chronic right ventricular lead was capped. The acute right ventricular lead also showed non-physiologic noise and oversensing. The acute right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There are 3 short v-v cycle episodes of vf of < 220 ms are observed on (B)(4) 2010. No nsts are observed. No v-sic (short interval counts) are observed.